Event description:
Material#: 303134, batch#: 4078418. It was reported that the bd syringe 10ml s/t 200 s/c leaked. The following information was provided by the initial reporter: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The patient did not receive the full dose of chemotherapy but was unharmed. Could you please confirm if syringe lot: 4078418 is also experiencing leakage issues? Leaks have been reported with multiple sizes of spinal needles and it is unknown if all these syringes were from the same lot during these events. Could you please specify the exact location where the leak occurred on the product? Leaking occurs from the hub of the spinal needle, around the slip-tip syringe. Clinicians state that they have to forcefully press the slip tip syringe into the hub of the needle to prevent leaking, and that this amount of force is greater than they have had to use to achieve a secure connection prior to these events. Customer response on (B)(6) 2024. 1. Can you please provide an exact date of event in format (mm-dd-yyyy) for lot#: 4078418? A. 10-23-2024. Could you please confirm the type of hazardous drug (chemo/radiation) or provide the name of the drug that caused contamination? This information will help us send the appropriate shipping label. Methotrexate.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Nine samples were provided to our quality team for investigation. All nine samples were tested for leakage with no leakage observed on any of the syringes received. The condition observed is acceptable per product specification. The reported defect was not identified in the samples received, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4078418. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.